Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
It was reported via legal that on (B)(6) 2022, the female patient had the second knee revision due to a recall. No additional information is available.